Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
The manufacturer received information regarding a dreamstation bipap pro. The patient has alleged burn mark on power cord. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.